Event description:
It was reported that following the implantation of an elevate posterior graft the patient experienced mild worsening constipation. Medication and enemas were prescribed on (B)(6) 2014. The event is considered not recovered/not resolved (continuing) as of(B)(6) 2014. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the patient's bowel movements are "back to baseline regiment re stool softners." The event was resolved/recovered with no sequelae on (B)(6) 2014. There were no further patient complications reported as a result of this event.

Event description:
Additional information indicated that the patient has a history of constipation and was advised to consult with a gastrointestinal physician. The patient had 2 bowel movements "after suppositories." The gastrointestinal physician recommended laxatives and provided a "food list." The event is considered recovering/resolving (ae is improving). There were no further complications reported as a result of this event.